Manufacturer narrative:
A supplemental report is being device evaluation. Product event summary: the controller ((B)(6)) was not returned for evaluation. Raw log files were not available for analysis. Review of the available autologs report revealed two (2) controller power-up events, with associated motor starts, logged on (B)(6) 2024 at 19:17:46 and on (B)(6) 2024 at 05:10:36, indicating losses of power to the controller. Prior to the first loss of power, an active adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). After the first loss of power, an active adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). Prior to the second loss of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). After the second loss of power, (B)(6) was connected to power port one (1) and an active adapter was connected to power port two (2). The controller was without power for thirteen (13) seconds and eleven (11) seconds, respectively. As a result, the reported event was confirmed. The most likely root cause of the losses of power can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the subgroup 3 patient was confused and accidentally disconnected both power sources causing two power losses. The patient immediately noticed and reconnected the power, both times the ventricular assist device (vad) restarted. During an outpatient visit, the healthcare professional gave the patient a stern warning regarding power management. The controller remains in use. No patient complications have been reported as a result of this event.